Event description:
The account stated that the architect cyclosporine reagent has generated discrepant results on a patient sample. The results were repeatedly <25.0 nmol/l. The sample was sent to another laboratory and tested by another methodology and the result was 63 ug/l. The account stated that the patient was treated. Further information regarding what type of treatment was not provided.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). No patient sample was returned for investigation. Testing was performed using an in-house file kit of architect cyclosporine (B)(4) and architect cyclosporine panels 1 and 2. Three replicates of each panel were tested and evaluated against an internal specification. Validity and acceptance criteria were met. The mean concentrations of both panels 1 and 2 were within specifications. Customer complaint data was reviewed and no adverse trends were identified. The architect cyclosporine package insert was reviewed and was found to adequately address the issue of discrepant results. The investigation did not identify a product deficiency.